Manufacturer narrative:
Result of investigation: the information provided by the customer "foggy" can be confirmed. During the inspection of the optics, moisture was found to have penetrated the rod lens system. The distal solder seam is chemically corroded and partially dissolved and leaking, which explains the moisture penetration. Furthermore, normal signs of wear such as scratches and minor impact marks are visible on the optics. When focusing through the individual segments of the rod lens system, isolated foreign particles are visible, but these do not have any negative effect on the sharpness of the image. The damage found is not due to a manufacturing/production fault, but was most likely caused by clinical reprocessing/clinical use. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the scope was foggy. No information about patient involvement available. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).